Event description:
It was reported that the device attune articulating surface 7rp is broken and worn. The spring is broken and the surface is scratched. There was no patient involvement. During device receipt it was determined an additional trial spring was deformed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the unk tibial trial (spring) was returned attached to one of the posts and above one of the springs of the attune rp cr artic surf sz7. The unk tibial trial (spring) was found deformed and its other components were nor returned for evaluation. Although there is no certainty why only the component trial was returned for evaluation, the deformation observed can be consistent with use of excessive force in a prying motion while trialing. However, without concrete evidence or further information, it is not possible to determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the unk tibial trial would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.